Event description:
Customer reported the alarm has power however, does not sound when the magnet is detached from the alarm. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. Customer discovered issue while the product was in use, but did not provide a date. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the alarm powered on but when the magnet was removed, the alarm did not sound. (B)(4).